Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 8 states, "correct handling of the device is extremely important." Number 9 states, "do not use excessive force when inserting the device. Excessive force may cause damage to the device and/or adversely affect its performance." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported during a shoulder procedure the juggerknot device slipped and fractured due to impact with the patient's bone. The fractured piece was removed from the patient with a delay of over thirty minutes to the procedure.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The returned device photos show one of the prongs at the tip is fractured. The broken edge remaining on the device has an angled appearance to it, which may indicate torsional failure. The complaint information also states that the prong broke due to impact. Device history record was reviewed and no discrepancies were found. Based on the provided pictures the complaint for implant fracture is confirmed, with the likely root cause attributed to excessive force being applied with the device slipped. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.